Event description:
On unknown date, the patient underwent endovascular treatment of evar and embolization of bilateral internal iliac arteries for unknown reason at another hospital. On (B)(6) 2021, an explantation of the stent graft(s), replacement to a homograft, and femoral-femoral bypass were performed due to an infection at tokyo university hospital. On (B)(6) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic rupture of the homograft due to a proximal anastomosis failure using gore® tag® conformable thoracic stent graft with active control system (ctagac) and gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) and other devices as chimney. The vsx was implanted into a right renal artery. A left renal artery was sacrificed as intended. On (B)(6) 2023, the homograft was ruptured around an area where distal edges of both ctagac and vsx were located. To treat the rupture, additional stent grafts were implanted as an emergency. The renal artery was covered the additional stent graft as intended so dialysis will be introduced to the patient. The physician stated that it was unfortunate because the progress had been good; he did not think it was a matter of ctagac or vsx expansion force, but rather that the homograft was reaching its limits.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.